Manufacturer narrative:
The technician found the hi/low head down valve is defective due to contamination in the hydraulic fluid. The technician replaced the hi/low head down valve to repair the bed.

Event description:
Information received indicates the head hi/low section slowly drifts down.